Event description:
Reporter indicated that a vns patient had been admitted to the hospital for cluster seizures, and while at the hospital it was identified that the patient was experiencing bradycardia. The patient's vns device was turned off at that time; however, the neurologist did not believe the bradycardia was related to vns therapy, and stimulation was turned on again. It is unk if the patient's seizures were above pre-vns baseline.